Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty procedure, the impactor head broke upon glenosphere impaction. No patient injury was reported and no further information is available at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the partial product returned. The instrument was returned without the end cap. The end cap is not intended to be separated from the impactor body which confirms the event. Damage is noted on the strike plate. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.